Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files and affected part(s). The log file analysis shows that there was an issue with the cooling unit of the fd (flat detector). As per expert opinion the cooling unit of the fd should always operate in order to keep the fd in a specific temperature range. If the system detects an error of the fd cooling unit; a message will be displayed to the customer "no xray available in 30 min" on the monitor. The number of minutes will continue to be updated in the error message. After 30 minutes the fd will be switched off to protect the system, which results in x-ray being unavailable. The affected cooling unit was replaced by the local service organization and returned to the manufacturer for detailed investigation. The returned part was examined in detail and shows that the issue was due to insufficient cooling/heating fluid in the circuit of the flat panel detector (fd). The low level of the fluid medium was caused by a leaking pump of the cooling unit. The affected cooling unit was in operation since 2009. After hardware replacement there were no further issues reported and the system works as intended. The spare parts consumption was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an emergency procedure, the user reported that no x-ray was possible on plane a. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.